Manufacturer narrative:
(B)(4).

Event description:
The manufacturer representative reported that the patient had a pocket revision because it was in an uncomfortable place for the patient. Indication for use included non-malignant pain.